Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was inappropriately shocked due to atrial fibrillation (af) with rapid ventricular response. Technical services (ts) how to program sustained rate duration off. Subsequently the patient received one inappropriate anti-tachycardia pacing (atp) due to af with rapid ventricular response. Ts discussed possible reprogramming options. This crt-d remains in service. No additional adverse patient effects were reported.